Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896126 and gd896191 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2g twice a week for at least 2 weeks, route not reported) and ceftazidime (1000mg daily, route not reported) for the peritonitis. Six days after the hospitalization, the patient was discharged and recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.